Manufacturer narrative:
(B)(4) - the reported event of tip detached. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that ureteral access sheath set was used in a ureteroscopy procedure performed on (B)(6), 2011 (patient ID, age, and weight are unknown). According to the complainant, the access sheath was inserted and positioned within the patient's ureter after soaking in sterile water. The inner lumen of the catheter was removed, and a flexible ureteroscope was inserted. The blue coating of the access sheath completely dissolved, exposing the stainless steel. The scope was removed, and the physician attempted to remove the access sheath. Upon doing so, the access sheath unraveled leaving the stainless steel radiopaque tip within the ureter. The physician removed the tip and the blue coating of the device using an unknown retrieval basket. The physician did not feel any part of the device remained inside the patient, however he was unable to retrieve the stone. A stent was placed in the ureter and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
It has been reported that the patient "has had some issues (stenosis)". No further information is available.

Event description:
It was reported to boston scientific corporation that ureteral access sheath set was used in a ureteroscopy procedure performed on (B)(6) 2011 (patient ID, age, and weight are unknown). According to the complainant, the access sheath was inserted and positioned within the patient's ureter after soaking in sterile water. The inner lumen of the catheter was removed, and a flexible ureteroscope was inserted. The blue coating of the access sheath completely dissolved, exposing the stainless steel. The scope was removed, and the physician attempted to remove the access sheath. Upon doing so, the access sheath unraveled leaving the stainless steel radiopaque tip within the ureter. The physician removed the tip and the blue coating of the device using an unknown retrieval basket. The physician did not feel any part of the device remained inside the patient, however he was unable to retrieve the stone. A stent was placed in the ureter and the procedure was aborted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".